Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop and stopped ventilating while on a patient. It is currently unknown if there is any patient harm or injury associated with this event.